Event description:
The article, "impact of aortic landing zone geometry on tavi implantation depth: comparison between acurate neo2 and portico/evolut", was reviewed. The article presented a retrospective, single center study to investigate the impact of angulation and curvature of the aortic landing zone (lz) on the final implantation depth of acurate neo2, as compared with both portico and evolut-r/pro+ se devices. Devices included in the study were portico (abbott), evolut-r/pro+ (medtronic), sapien 3 (edwards lifesciences), myval (meril life sciences), and acurate neo2 (boston scientific). The article concluded among self-expandable (se) devices, the acurate neo2 was the least affected by the curvature and angulation of the lz anatomy, leading to a more predictable and symmetrical implantation depth. The clinical impact of this finding on tavi outcomes in patients with an angulated aortic lz warrants further investigation in larger studies. [The primary and corresponding author was francesco sturla, 3d and computer simulation laboratory, irccs policlinico, san donato milanese, italy, with corresponding email: francesco.sturla@grupposandonato.it]. The time frame of the study was from december 2016 to march 2023. A total of 207 patients were included in the study, of which 26 (12.6%) patients received an abbott device. The average age was 82 years and the majority gender was female. Comorbidities included hypertension, diabetes, dyslipidemia, chronic obstructive pulmonary disease, coronary artery disease, atrial fibrillation, coronary artery bypass graft, acute myocardial infarction.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: impact of aortic landing zone geometry on tavi implantation depth: comparison between acurate neo2 and portico/evolut.

Manufacturer narrative:
Summarized patient outcomes/complications of impact of aortic landing zone geometry on tavi implantation depth: comparison between acurate neo2 and portico/evolut were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, dyslipidemia, chronic obstructive pulmonary disease, coronary artery disease, atrial fibrillation, coronary artery bypass graft, acute myocardial infarction. Some of the complication reported was stroke; this complication is anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: impact of aortic landing zone geometry on tavi implantation depth: comparison between acurate neo2 and portico/evolut.

Event description:
N/a